Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was placed onto the tissue and the handle was depressed to deploy the clip; however, the clip failed to release from the catheter. The handle was jiggled to release the clip and the clip eventually released from the catheter; however, the spring in the handle fell out. The device was removed from the scope and the procedure was completed at this time. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device noted that the clip assembly was half deployed and the clip was not returned with the device. The yoke, which was still attached to the control wire, could not be actuated and deployed as the control wire was detached from the control knob. A kink in the control wire was noted as well. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was placed onto the tissue and the handle was depressed to deploy the clip; however, the clip failed to release from the catheter. The handle was jiggled to release the clip and the clip eventually released from the catheter; however, the spring in the handle fell out. The device was removed from the scope and the procedure was completed at this time. The patient's condition at the conclusion of the procedure was reported to be good.